Event description:
Baxter sigma spectrum pump infused 100ml of dexmedetomidine over 30 min. When programmed to infuse 38.3 ml/h. Drip stopped and patient assessed. No apparent effect. Pump removed from service and remained out of service until sent to baxter.